Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery, display anomaly and partial segment anomaly. Customer's blood glucose at time of incident was unknown. The customer was advised that they need to revert to his backup plan and explained the pump is no longer being manufactured and is old and may be getting to the end of its useful life. The customer was explained that we no longer have supplies for the pump and he will need to wait for the new pump and train to resume pump therapy, customer agreed.